Manufacturer narrative:
The event alarm logs were reviewed and the customer complaint that the device powered off on dc power was confirmed. The event alarm logs show that the device was being run on dc power when the battery alarmed with low battery n58, then the device alarmed with depleted battery alarm n252, about 24 minutes later the device experiences a uncontrolled shutdown. Performed the battery operational checkout. Charged the battery for a minimum of 8 hours. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device failed the battery operational checkout. Device failed to run for 7 hours and shutdown early. Replaced the battery and charged the battery for a minimum of 8 hours. Reran the battery operational checkout. Device passed the battery operational checkout. Device ran for over 7 hours on battery power. Probable cause is defective csb battery. The customer¿s complaint that the device did not alarm before shutting down was not confirmed. The device alarmed with low battery n58 and an audible alarm sounded. The device alarmed with n252 and an audible alarm sounded. The device passed the alarm loudness performance verification test. The probable cause for the device not alarming was not found. R&d engineering analyzed the issue. The findings are summarized as follows: by oct 27th, the device was powered on and an infusion was started with volume to be infused (vtbi): 100ml and rate: 4.9 ml/hr. Later the infusion was reprogrammed with rate: 7.4 ml/hr. With the remaining volume: 98.6 ml. Then, the door opened while pumping alarm was generated and later the alarm was cleared. Once the infusion resumed, a low battery alarm and depleted battery alarm was generated. The time to move from battery level 4 to battery level 0 was less than 1 and half hour. Engineering evaluated that we use post corrective csb battery in the device. Engineering evaluates that the infusion was stopped due to a depleted battery alarm. According to plum 360 alarm malfunctions document, the ce shutdown message is sent after 1 minute in this state if ac is not connected. As per the document the device powered off in 1 minute due to depleted battery. The time taken for battery to move from level 4 to level 0 is less than 1 and half hour. Engineering reports that the csb batteries recently used have a high rate of battery failure. Premature failures of batteries manufactured by csb (including post corrective csb batteries) is under further investigation. Additional information can be found in b5 and h4. D9 - date returned to mfg: 01dec202.

Event description:
The customer provided additional information that there was no possible programming error and the issue was resolved by swapping to another pump. The pump's battery was last changed on (B)(6) 2023 to battery lot#13588163 (B)(6). There was no patient harm, no intervention required to preclude harm to the patient as a result of the shutdown. The device's battery manufacturer is csb energy technology, the only batteries delivered to the facility.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360 driver new. The facility's corrective maintenance work order indicated that the device was picked up from emergency department (ed). Upon pickup, the nurse reported that during administration of an unspecified critical drip medication on a patient, the pump turned off with no alarms or error. It was not noticed until patient began to wake. The pump was sequestered until further notice at the facility with the battery of new lot # 13588163. There was no detailed or specific human harm reported.